Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was getting looser during surgery, and they noticed some movement as the navigation was no longer correct. They were afraid that the clamp would loosen further, but was able to complete the procedure with it. It is unknown if there was patient injury or increased surgery time.

Manufacturer narrative:
. The mayfield modified skull clamp (a1059) was not returned; and serial number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. Improper placement can lead to movement of slippage of the patient in the clamp. Additionally, routine use leads to wear of skull clamp components and can result in movement or looseness in the lock. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.